Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Erroneous high results for the assays involved in this complaint are typically caused by sample specific issues. The customer checked both reagents and did not identify an issue. Since the customer has declined a service visit and has not provided any additional information, the investigation into this event could not be completed.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples tested for either elecsys ft4 ii assay (ft4 ii) or elecsys ft3 iii (ft3 iii) on a cobas 8000 modular analyzer series, cobas 8000 core unit. It is not known if erroneous results were reported outside of the laboratory. Patient 1 initial ft4 ii result was 2.48 ng/dl the sample was repeated twice with results of 1.19 ng/dl and 1.17 ng/dl on (B)(6) 2017 patient 2 initial ft3 iii result was 7.64 pg/ml. The repeat result was 4.10 pg/ml. No adverse event occurred. The ft4 ii reagent lot number was 180429. The expiration date was not provided. The ft3 iii reagent lot number was 179026. The expiration date was not provided. The customer alleged that she checked the reagent for the presence of bubbles. The customer stated the instrument should produce an alarm if improper aspiration of the reagent occurred. The customer has declined a service visit from the field service representative. The instrument has 3 alarms that are displayed when the liquid level is different than expected and will cause the affected reagent pack to be masked. Additionally, there are multiple alarms that address the liquid level detection function of the reagent pipetter. The customer¿s alarm trace was requested for investigation, but has not been provided.